Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that patient has experienced severe pain and that on (B)(6) 2010, patient underwent an open reduction, at which time an internal fixation was performed. Additionally, it is alleged that patient will likely need to undergo revision surgery. Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. As the litigation has already been reported, and there is no reported serious injury or malfunction (patient has not been revised), the reporting requirements have been met. Even though part/lot information was provided it is unclear what products are at issue as the patient has not been revised therefore the product page will be left as unknown until further information is received. Records are available for further review. Update 5/15/15-pfs and medical records received. After review of the medical records for MDR reportability, the patient still hasn't been revised. The patient did sustain a supracondylar femur fracture in (B)(6) 2010, but the stem isn't being reported for this fracture. The unknown depuy hip is being changed to a femoral head and an acetabular liner is being added to the complaint. The complaint was updated on: 6/5/2015.

Manufacturer narrative:
(B)(4).